Event description:
It was reported that during follow-up, a decrease in sensing was observed. The lead was explanted and replaced when repositioning was unsuccessful. Patients condition was good after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.